Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and the drive support cap was sticking out. The customer¿s blood glucose was 453 mg/dl at the time of the incident. It was reported that they had no delivery and also had damage on the bottom of the insulin pump. The customer reported that the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.